Event description:
It was reported while using an unspecified bd intravascular catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: catheter bent or misshaped.

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed a 24 gauge insyte autoguard device with the catheter removed from the needle. The engineer noted that the catheter appeared to be angled in relation to the axis of the catheter adapter. However, the engineer did not see any evidence that the needle had pierced through the catheter tubing or damaged it. Therefore, based off the provided photo the engineer was able to verify the reported defect of a bent catheter but could not verify that the needle had pierced through the catheter tubing. Unfortunately, without a physical sample available for inspection and testing the engineer was unable to determine a definitive root cause for this issue.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd intravascular catheter the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: catheter bent or misshaped.